Event description:
Treatment of an avm (arteriovenous malformation). After the onyx injection, it was reported that the distal segment of the catheter separated during removal due to onyx reflux and remained in the patient. No patient injury was reported as a result of the procedure.same event as MDR# 2029214-2013-00821.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).